Event description:
Reference number (B)(4). Event occurred in saudi arabia. On 09-sept-2024, it was reported that the patient encountered infusion sets cannula crimped events. The blood glucose was reported 430 mg/dl. Patient took medication via the injection port is insulin company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.